Manufacturer narrative:
Patient had episode of gross hematuria. Seen by me as a new patient on (B)(6) 2023. A cystoscopy performed and patient found to have a erosion at urethral bladder neck on the left side. The patient had a office explant on the same day and a foley catheter placed for 10 days. He has not had any further sequelae from the erosion. Possible future replacement.

Event description:
Patient had gross hematuria, cystoscopy performed and explanted on the same day. One sided explant due to erosion at urethral bladder neck on left side. A foley catheter placed for 10 days. Patient has not had any further sequelae from the erosion. Possible future replacement.